Event description:
It was reported that during a lobectomy procedure, when firing across the bronchus with a gst60g, the device was fully articulated and fired. The motor started and stopped before complete firing. The device was then dead, and the issue was overcome by opening and closing the jaw and re-firing the device. The surgeon was sure the device had not locked out, and the home button did not respond. The procedure was completed with more firings on the same device. There was no patient consequence nor surgical delay reported. No additional.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 06/27/2025. Additional information was requested, and the following was obtained: procedure was completed correctly.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2025. Corrected data: h6. Type of investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.